Manufacturer narrative:
Concomitant medical products: 620bg27 heart band implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was observed that the right ventricular (rv) lead exhibited unstable thresholds, high pacing impedance, oversensing, and loss of capture corresponding with the patient's reported dizziness. It was determined that the lead had a fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.